Event description:
Per mdrf system was removed due to infection. The device and kentrox were returned by hospital without oos, but the selox was not in the batch return. Kentrox sls 65/16, MDR 1028232-2007-00244. Selox sr 45, MDR 1028232-2007-00248.